Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 270-135-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was not closed; the original wing cap was not handed over from the manufacturer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (270 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running) at the sample. After these 60 minutes leakages were not detected at the sample. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (B)(4): the pump was prepared for 5 days. After 2 days the patient noticed that there had been no drug flow.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 270-135-s without packaging. The provided sample was subjected to a visual inspection. The clamp clip was closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Damages that would lead to a malfunction were not detected. After opening the big white top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Afterwards the provided sample was subjected to a functional test respectively a leak test was carried out. Therefore the sample was filled up to the nominal value (270 ml). After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). The provided sample is not within our specifications, due to this, we judge this complaint to be justified. We have informed our manufacturing department accordingly and received the statement as follows: device history records (DHR): reviewed device history records. No abnormalities encountered during in-process and at final control. Sample evaluation: we received one used and filled with clear cytotoxic contaminated solution (as labeled 5fu-flourouracil) easypump ii lt 270-135-s (batch no. Labeled 15b17ge341//material no. 4540032 on the big bottom cap of the sample) without original packaging. The returned sample was examined visually. The clamp clip was clamped and the patient connector was closed with a red stopcock. Fill port cap (discofix) was in position. The sample was duly investigated by bbm. Please refer to bbm statement above. However, blockage is a known issue and addressed in CAPA 001387 and CAPA 001475.